Manufacturer narrative:
The investigation into the reported issues has been completed. The device was not returned for benchtop investigation. Data logs were returned and intermittent spikes and high motor current spike with saturated flow followed by a pump stop was observed at the end of the case. Also, purge system open, purge line click-on not detected alarms with purge flow at 30 ml/hr was observed at the end. The cause of the pump stop issue was most likely biomaterial with saturated flow and motor current spike observed per log review. The cause of the purge leak-cassette issue was not determined since product was not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 69-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that after being on impella support, the pump alarmed that it had high motor current and stopped. The staff switched consoles and attempted to restart without success. When pump stopped patient coded and was successfully resuscitated and patient was placed on ECMO and the impella was removed. The physician discussed that the pump stop could have occurred from a clot.